Manufacturer narrative:
An event regarding crack/fracture and disassociation of the poly portion involving a triathlon metal backed patella was reported. The event was confirmed based on the photographs provided. The reported device was not returned however photographs were provided for review. The photographs provided are poor quality. One of the photographs was captured intra-operatively, whereby what appears to be the poly part of the patellar component is visible. The other photograph the poly portion of the patellar component appears fractured and is disassociated from the metal back of the component. -clinician review: no medical records were received for review with a clinical consultant. All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The reported event regarding crack/fracture and disassociation of the poly portion is confirmed based on the photographs provided. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device evaluation, operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's knee was revised after patient complaint of pain and clicking. Intra- operatively, the poly part of the patellar component was found to have a portion broken off and all of the poly disassociate d from the metal part of the patellar component. The 2x11 cr insert was also revised after wear was noted. The patient was revised to an all poly patellar component and a new insert of the same catalog number. Rep provided an intra-op picture and explant pictures and confirmed that no further information will be released by the hospital or surgeon.